Event description:
Customer reported going to the hosp due to passing out 3 times. Hospital device = 226mg/dl. Customer stated device results usually = 400-500mg/dl. When customer got home, device = 446mg/dl. Hospital administered insulin and 1 tablet of dialy medication was added. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.